Event description:
It was reported that the corkscrew was screwed in then unscrewed and repositioned seven times. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).